Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided on a supplemental report. (B)(4). Device not available.

Event description:
Event description: the review of the national joint replacement registry of the australian orthopedic association revealed a star ankle revision surgeries due to implant loosening.